Manufacturer narrative:
B5: information added. H6 evaluation code updated from device not returned to device discarded.

Event description:
It was reported that st segment elevation occurred. A concomitant left atrial appendage (laa) closure procedure was being performed following completion of a pulsed-field ablation (pfa) procedure. Transesophageal echocardiogram (tee) and fluoroscopy imaging were utilized. After the pfa portion of the procedure, the faradrive sheath was exchanged for the watchman trusteer access system (was), and a pigtail catheter was advanced into the laa. Upon contrast injection, the patient developed hypotension and st segment elevation. An interventional cardiologist was consulted, and coronary angiography was performed. The cardiac catheterization demonstrated no evidence of coronary obstruction, and the patient's blood pressure and electrocardiogram (ECG) returned to baseline shortly afterward. Following stabilization, a 27mm watchman flx pro closure device was advanced, deployed, and implanted without complication. No further clinical issues were observed. The patient fully recovered. In the physician's opinion, the event was not caused by an air embolism; pigtail catheter contact with the circumflex artery was the most likely contributor. It was further reported the patient was discharged. General anesthesia was used during the procedure.

Event description:
It was reported that st segment elevation occurred. A concomitant left atrial appendage (laa) closure procedure was being performed following completion of a pulsed-field ablation (pfa) procedure. Transesophageal echocardiogram (tee) and fluoroscopy imaging were utilized. After the pfa portion of the procedure, the faradrive sheath was exchanged for the watchman trusteer access system (was), and a pigtail catheter was advanced into the laa. Upon contrast injection, the patient developed hypotension and st segment elevation. An interventional cardiologist was consulted, and coronary angiography was performed. The cardiac catheterization demonstrated no evidence of coronary obstruction, and the patient's blood pressure and electrocardiogram (ECG) returned to baseline shortly afterward. Following stabilization, a 27mm watchman flx pro closure device was advanced, deployed, and implanted without complication. No further clinical issues were observed. The patient fully recovered. In the physician's opinion, the event was not caused by an air embolism; pigtail catheter contact with the circumflex artery was the most likely contributor.